Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-03594. It was reported the patient began experiencing pain at the trial lead implant site and was subsequently admitted to the hospital. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.